Manufacturer narrative:
The product evaluation was completed. The customer has not responded to multiple follow-up attempts for the product return. The user facility performed a self-test on the vaser system and the test passed. This investigation is ongoing.

Manufacturer narrative:
Vaserlipo system risk assessment, lists patient burns as possible harm to the patient if an insufficient wetting solution is applied. Wetting solution buffers rise in temperature. The safe and effective use of this medical device depends largely on factors solely under the control of the operator. It is important that all operators of the system read and understand, the operating instructions. A review of the manufacturing records showed all requirements were met. No product was returned for evaluation. The physician declined to return equipment for evaluation as they stated the vaser was working fine and did not want to return it for evaluation. Based on the available information, no causal factors can be determined and no conclusion can be drawn. The lot history, trend analysis, risk analysis, and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required. The investigation is complete.

Manufacturer narrative:
The device history records were reviewed and no non-conformities or anomalies were found. This investigation is ongoing.

Event description:
The user facility in spain reported a patient contacted them regarding a burn. No additional information is available at this time.